Event description:
It was reported that noise was observed on the right atrial lead. On (B)(6) 2017 the patient presented for routine generator change, the physician elected to cap and replace the lead; it was noted that loss of capture was observed on the lead. The patient¿s condition post procedure was stable.